Manufacturer narrative:
Alleged failure: it was reported that the green safelight cable is flickering. 5 minutes of loss of light to swap the device. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: bad reed switch verified. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the safelight cable was flickering and that there was 5 minutes of loss of light. A replacement device was used to complete the procedure.

Event description:
It was reported that the safelight cable was flickering and that there was 5 minutes of loss of light. A replacement device was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.